Manufacturer narrative:
Device evaluation the sentrant sheath was returned loose with the associated dilator within a generic brown box. The catalog and lot number were verified from the returned paperwork. The device slightly bloodied. Upon inspection, the sheath and dilator were slightly curved. The rest of the device was unremarkable. A 0.035 in (0.89 mm) guidewire was passed through the tip of the dilator and exited without issue. A syringe full of water was connected to the base of the dilator and flushed. Water was seen exiting the tip of the dilator, as expected. The dilator was removed and the syringe was connected to the luer fitting on the sideport extension and the sheath was flushed without issue. The distal end of the sheath was covered to create pressure and again the sideport was flushed however, no leaking was observed coming from and of the device components. When the 3 way stop cock was closed, leaking was observed coming from one of the valves, as expected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was selected for use with an endurant stent graft system in a patient for the endovascular treatment of a 58.5mm diameter abdominal aortic aneurysm. It was reported that the sentrant sheath dilator lumen was unable to pass the guide wire. The dilator and sheath were tracked as a unit over the guide wire but it was difficult to track and the device was off loaded from the guidewire prior to insertion in the patient. Additionally, it was discovered that the tubing of the sheath was leaking. Per the physician, the cause of the event is device related. Another sheath was used to complete the case. No clinical sequelae were reported.